Event description:
Harmony house notified red line medical supply, inc. That while a patient was being transferred either in to or out of a shower chair, the patient fell backwards and tried to stabilize himself by grabbing the chair, then the shower chair collasped. The patient was not injured and is fine. The nursing home reported that the shower chair involved in this incident was manufactured by innovative products. Innovative products has been notified of this incident.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: unknown. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.